Event description:
A female with angulated proximal neck over 60 degrees relative to the long axis of the aneurysm and not suitable for aaa repair underwent aaa repair in 2008. The procedure went as labeled with one main body and two iliac leg grafts placed. Confirmatory angiography revealed a proximal type I endoleak. The physician mismeasured the length to the left internal iliac artery and selected a device that was too long. The left hypogastric artery was covered by the iliac leg graft and occluded (1820334-2008-00405). To resolve the endoleak a main body extension was deployed along with another manufacturer's stent into the proximal neck of the main body. Patency of the ipsilateral internal iliac artery was confirmed. The physician felt that the endoleak would seal after the heparin was reversed and completed the procedure. Patient is fine.

Manufacturer narrative:
Event evaluation: still under investigation.